Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was unresponsive. A medtronic representative (rep) was on site, and the rep and a biomed tried to recreate the issue but were unsuccessful. The rep also tried re-seating the cables and tried rebooting the system. There was no patient present when this issue was identified.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The ent and dicom programs start and run normally. The computer was not observed shutting itself down. No failure was found. If information is provided in the future, a supplemental report will be issued.